Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was later reported that it was unknown if a surgical intervention had taken place. The patient discussed going to see a neurosurgeon. The catheter and pump were left in place. No further action was taken. It was unknown to the reporter if the patient was currently receiving effective therapy.

Event description:
It was reported that the patient had been experiencing withdrawal symptoms. The reporter indicated that ¿they figured out that¿s what it was because they started taking the oral stuff again.¿ the withdrawal symptoms were reported to have ¿probably started, about a month and a half ago.¿ additionally, the patient started getting headaches again, which had totally gone away (they had really bad headaches); they could get them to go away, but then they started getting worse and worse. It was reported that it had probably been 3 weeks. Additionally, it was noted that the patient reported they were having problems with their pump, and they were ¿actually going through baclofen withdrawals.¿ the patient was redirected to their hcp (healthcare provider). The patient was having a dye study done that friday, to see what was going on. The pump was being used to deliver baclofen (unknown). With regard to the baclofen in the pump, the following was stated, ¿the thing is turned up as high as it goes.¿ it was subsequently reported that the catheter was compromised, but remained implanted and in service. The catheter issue was specified as an occlusion at the distal end of the catheter. A dye study was performed, which determined the cause of the issue as ¿catheter appears to kink in epidural.¿ the product issue was not resolved. Additionally, the patient did not feel a difference with drug increase. No action was taken, but the patient was advised by their ¿pm md¿ (primary medical doctor) to see a surgeon. The patient was alive with no injury, but symptoms or complications associated with the event included less than (B)(6) therapy relief. The drug in the pump was reported as gablofen. Additional information indicated that the catheter issue was identified on (B)(6) 2014. As of (B)(6) 2014, no surgical intervention had been taken, and the patient¿s doctor advised them to follow-up with a neurosurgeon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type: catheter.